Event description:
It was reported that a patient presented with oversensing noise on the right ventricular (rv) lead. The physician elected to explant and replace the rv lead. The patient condition was stable following the procedure.